Event description:
It was reported that there was high impedance and a possible fracture of the right atrial (ra) lead. It was also noted that the patient felt tired with the loss of the ra lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported by the patient that the ra lead broke and lost its insulation and ¿thereby emitting a constant stream of electrical activity over my heart¿. ¿when it was discovered during my first cardiac lab pacemaker check, I knew I felt very ill. I had severe and life changing side effects during the period. The wire was showering my heart with electrical current which I thought were the result of a worsening chronic obstructive pulmonary disease (copd) condition.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.